Event description:
It was reported when using the bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tube there was clotting and hemolysis. The following information was provided by the initial reporter. The customer stated: "the tubes coagulate and upon centrifugation the coagulum at the bottom and at the top is more diluted. The tubes coagulate and upon centrifugation become gelatinous."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tube there was clotting and hemolysis. The following information was provided by the initial reporter. The customer stated: "the tubes coagulate and upon centrifugation the coagulum at the bottom and at the top is more diluted. The tubes coagulate and upon centrifugation become gelatinous."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-02-03. H.6. Investigation summary: bd received 5 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for hemolysis and clotting was observed. The samples were tested and the indicated failure mode for hemolysis and clotting was not observed. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure modes, hemolysis and clotting, because the defect was not evident in the testing of the complaint lot samples. All parameters of both customer returned and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hemolysis and clotting based on photos only. Bd was not able to identify a root cause for the indicated failure mode.